Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited inadequate capture during an initial implant procedure. The lead was not used and a new lead was implanted successfully. The patient was stable.

Manufacturer narrative:
(Reporter title and reporter - first name and last name), (B)(4) - updated.

Event description:
New information received states that the issue was observed during procedure.

Manufacturer narrative:
The reported event of high threshold was confirmed. As received, a complete lead measuring 58.1cm was returned in one piece for analysis. Suture sleeve tie impressions was observed at 20.8 cm and at 21.1 cm from the connector pin. The coils were bent and stretched at 20.7cm and inner insulation was also breached at 21.1cm from the connector pin due to suture tie force consistent with procedure damage. Visual inspection revealed the insulation and bent coils consistent with suture sleeve that was tied tight. The cause of reported event was due to damaged insulation due to tied suture sleeve.